Event description:
It was reported that perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, a baseline trivial pericardial effusion (pe) was noted to measure 2-3mm. The fellow physician attempted the initial transseptal puncture, but access to the left side was lost shortly after crossing. The implanting physician performed the second transseptal crossing, but encountered difficulty navigating safely into the vein. He re-attempted for a third crossing in a more favorable location mid-septum but the wire would still not enter the vein. It was then decided to utilize a different non-boston scientific corporation (bsc) transseptal crossing guidewire with a curled tip which required a fourth transseptal cross and a sheath exchange. The fourth transseptal cross was successful and allowed the physician to navigate the watchman truseal access system (was) single curve sheath into the left side. A pigtail then went in over the guidewire and the guidewire was removed. The pigtail and was sheath tip slowly navigated into the laa when the physician noticed a lateral pe, notably larger than the initial pe, measuring 6mm. It was decided to remove the devices and reverse the patient who was on heparin, by administering protamine. Initially, the patient had no hemodynamic changes and the pe was noted to be unchanged for 20 minutes. The patient then began to decompensate with an increase in blood pressure and heartrate. The patient was cardioverted for rhythm management and a pericardiocentesis was performed with successful drain placement at the apical portion of the heart where 500ml of blood was drained. The patient was administered 2 units of blood. The drain was kept in place while the patient was transferred to the intensive care unit for recovery. The pe was alleviated with the drain and hemodynamics stabilized. The patient was expected to fully recover.